Manufacturer narrative:
Follow-up # 1 date of submission 08/22/2013-device evaluation: the pump has been returned and evaluated by product analysis on 07/30/2013 with the following findings: a visual inspection of the pump showed that the battery compartment and battery cap were intact with no visible damage or evidence of moisture damage. The returned battery showed no signs of overheating. During testing, the pump powered on normally and was exercised for 3 hours with no alarms or overheating. The pump¿s current draws were found to be within specifications. The pump cover was opened and no damage or moisture was found to the power flex or battery connections. The complaint could not be duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a temperature (temperature issue) issue. The reporter stated that a couple nights earlier, the pump was found to be really warm. The patient reportedly changed the battery and the pump had not gotten hot since. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.